Manufacturer narrative:
Product complaint (B)(4). Investigation summary :examination of the returned device did not find any evidence of malfunction or product error. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument from out of office set has a broken tip. No surgery affected.